Event description:
Additional information was received from a manufacturing representative. Contact information for the patient¿s managing physician was provided for the missing event information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) manufacturing representative about an unknown patient with an implantable neurostimulator (ins). It was reported that the manufacturing representative was informed by a healthcare provider that they have a patient in which recharging is taking too long. The hcp reported that the coupling bars are dropping from 8 to 6 without moving the antenna. There were no symptoms reported. No complications or further complications were reported. The patient's name and event date were not provided.